Event description:
After connecting the lead to the pacemaker and inserting the pacemaker into the pocket, an exit and entrance block was reported. The pacemaker displayed an error message regarding the lead on the programmer. Pacemaker and lead wer explanted. No deterioration of the pt's health was reported.